Manufacturer narrative:
H6 - code d1102: article states the vbx stent was found to be too short and it collapsed into the aneurysm sac during implant. Instructions for use for gore® viabahn® vbx balloon expandable endoprosthesis state: warnings: special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated. Hazards and adverse events: procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include malposition; malapposition. B3: date of event (publication date online). B4: event description was updated to include the mentioned type iii endoleak. B13: author responded further details were not available. Any information was previously communicated with gore. Investigation was performed at the time and one MDR was submitted.

Event description:
Article reviewed: initial experience with viabahn vbx as the bridging stent graft for branched and fenestrated endovascular aneurysm repair. Authors: sebastian mafeld, ganesan annamalai, thomas f. Lindsay, md, emidio tarulli, md, kong-teng tan, md. Vascular and endovascular surgery 1-6, 2019. First published online april 24, 2019. From february 2017 to january 2018, a prospective single arm cohort study included 13 (9 male and 4 female) patients with mean age of 74 (range: 61-83) who underwent fb-evar with cook endografts. A total of 41 gore® viabahn® vbx balloon expandable endoprosthesis (vbx stents) were implanted as bridging stent grafts (bsg) for all intended visceral branches when appropriately sized devices were available. The vbx stents were successfully deployed in 40 of 41 of cases in the celiac artery (11), sma (13), right renal artery (8) and left renal artery (9). At median follow-up of 223 days (range: 2-462), there was a 100% vbx device patency rate. One technical failure occurred due to the vbx stent length. The selected vbx stent was found to be too short, and the vbx stent prolapsed out of the branched graft into the aneurysm sac prior to securing the vbx stent in place with flaring. A type iii endoleak was also identified, due to the technical failure. This was fixed surgically with open retrograde hepatic artery cannulation with subsequent re-stenting. The vbx stent was re-stented using a gore® viabahn® endoprosthesis and an atrium balloon-mounted stent. Non-vbx stent grafts were used due to inadequate vbx stock during the procedure. As stated in article, a small persistent unclassifiable endoleak remained.

Event description:
Article reviewed: initial experience with viabahn vbx as the bridging stent graft for branched and fenestrated endovascular aneurysm repair. Authors: sebastian mafeld, ganesan annamalai, thomas f. Lindsay, md, emidio tarulli, md, kong-teng tan, md. Vascular and endovascular surgery 1-6, 2019. First published online april 24, 2019. From february 2017 to january 2018, a prospective single arm cohort study included 13 (9 male and 4 female) patients with mean age of 74 (range: 61-83) who underwent fb-evar with cook endografts. A total of 41 gore® viabahn® vbx balloon expandable endoprosthesis (vbx stents) were implanted as bridging stent grafts (bsg) for all intended visceral branches when appropriately sized devices were available. The vbx stents were successfully deployed in 40 of 41 of cases in the celiac artery (11), sma (13), right renal artery (8) and left renal artery (9). At median follow-up of 223 days (range: 2-462), there was a 100% vbx device patency rate. One technical failure occurred due to the vbx stent length. The selected vbx stent was found to be too short, and the vbx stent prolapsed out of the branched graft into the aneurysm sac prior to securing the vbx stent in place with flaring. This was fixed surgically with open retrograde hepatic artery cannulation with subsequent re-stenting. The vbx stent was re-stented using a gore® viabahn® endoprosthesis and an atrium balloon-mounted stent. Non-vbx stent grafts were used due to inadequate vbx stock during the procedure. As stated in article, a small persistent unclassifiable endoleak remained.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A2, a3: information based on article information (mean age and gender). B7: patient history based on article information. H3: article did not specify any devices were explanted. No devices were returned to gore for investigation. H6 - code c20: no device lot/serial number information was supplied; therefore, review of the manufacturing records could not be performed. No images or devices were returned to aid in investigation. Article reviewed: initial experience with viabahn vbx as the bridging stent graft for branched and fenestrated endovascular aneurysm repair. Authors: sebastian mafeld, ganesan annamalai, thomas f. Lindsay, md, emidio tarulli, md, kong-teng tan, md. Vascular and endovascular surgery 1-6, 2019. First published online april 24, 2019. Details surrounding the mentioned complications in article were requested from corresponding author. Author responded he previously communicated with gore: "in this series, there were no specific device-related complications. Also the vbx renal branch patency rate is 100%. The endoleaks cited in the poster are unrelated to the vbx devices." Also see previously submitted manufacturer report # 2017233-2019-00248. Instructions for use for gore® viabahn® vbx balloon expandable endoprosthesis state: warnings: special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated. Hazards and adverse events: procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include malposition; malapposition. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.